Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, the rubber sleeve was leaking blood into the hub of an unspecified number of units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. These photos were evaluated, and no sleeve leakage was observed in the photos. Additionally, 10 retained samples underwent functional tests to assess device functionality. All the samples passed the tests, showing no evidence of side pierced sleeves, poor sleeve recovery, sleeve fall off, or sleeve leakage during the draw. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve function. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, the rubber sleeve was leaking blood into the hub of an unspecified number of units. No adverse impact was reported regarding the patient or user.